Manufacturer narrative:
Reporter would not release any more information due to (B)(4).

Event description:
The nurse was performing a venipuncture and pushed the button on the device and the unit did not retract resulting in a needle stick injury to a co-worker. This incident occurred as a result of the co-worker holding the pt while the nurse was performing the venipuncture. The co-worker was stuck by the cannula on the 3rd finger of the right hand.